Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicated end of service (eos) and a charge circuit timeout occurred, which triggered an alert. The device battery voltage could support charging however the charge time was greater than 30 seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis confirmed the longer charge time using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the ect and cto. Destructive analysis of the battery resulted on finding no internal short. There was localized li discharge along the edges and nearly complete li-severing. The observed near-li-severing is consistent with the increased battery impedance measured upon receipt of the battery the charge timeouts and excessive charge time resulted from increased battery resistance induced by li-severing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.